Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted global technical services requesting assistance to end therapy on the homechoice (hc) machine during drain 3 of 3. The hp stated her patient line became disconnected. The technical service representative (tsr) assisted the hp to end therapy. On (B)(6) 2011, product surveillance spoke with the hp who stated that the patient line disconnected from the transfer set at the end of dwell 3 of 3. The hp confirmed she was using the spiking bag system. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp stated that she was doing fine and continuing therapy without issues.